Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute integrity rx coronary drug-eluting stent was used to treat a moderately tortuous, severely calcified lesion exhibiting 100% chronic total occlusion located in the ostium of the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered during advancement and excessive force was used during delivery. It was reported that the stent failed to cross the lesion due to the lesion being calcified and stent deformation occurred. It was stated that the event was due to use of the device in difficult lesion morphology/antomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.